Event description:
The complaint was reported as: device will only power on when power button is held down for entirety of post. Intermittent issue.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test, however, the unit was not able to be powered on. The power supply board was switched with a known good lab inventory power supply board. The neptune was connected to 110 vac. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint has been confirmed. The investigation revealed a defective power supply board. The root cause for the failure is normal wear. The unit was manufactured in 2008 and is designed for a minimum of 5 years.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint was reported as: device will only power on when power button is held down for entirety of post. Intermittent issue.